Manufacturer narrative:
On (B)(6) 2021 we have received the information that the revision surgery was cancelled.

Event description:
Revision surgery was initially planned for (B)(6)2021, 11 months after the primary surgery. The reason is instability. The surgeon planned to use a higher insert and to resurface patella bone. Finally, the surgery was cancelled.

Manufacturer narrative:
Batch review performed on 12.feb.2021: lot 189062: (B)(4) items manufactured and released on 4-mar-2019. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery was performed on (B)(6) 2021, 11 months after the primary surgery. The reason is instability. It is not confirmed which implants were revised but the surgeon planned before the revision to use a higher insert and to resurface patella bone.